Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the haptics had poor tension and would not stay in place in the patient's eye. The lens was explanted and replaced with alternative replacement lens during initial procedure. The procedure was completed on same day with no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).